Event description:
A ventilator was returned to a third-party service center for the allegation of a ventilator inoperative alarm. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation at the third-party service center, the customer¿s complaint was confirmed. An error indicating that the amount of fluctuation in the flow sensor deviated from the standard was observed. A "fix" was performed with the dedicated software (software reinstalled) then the issue was resolved. No further investigation is required at this time.